Manufacturer narrative:
Retainer ring color: clear. Benchmark electronics. Motor app version 1.12a. Verify if the reservoir locks in place: no. The insulin pump was returned for legal testing. Per customer notes, customer was changing out set and takes out reservoir, ring and gasket pulls off. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, lcd functional test, displacement test and the device accuracy test at 0.08710 inches. Visual inspection: detached retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay. The insulin pump did not have a battery installed when received. Test energizer alkaline battery 1.562 volts. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. The insulin pump had a detached retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to detached retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was keeps coming out and seal pops off. The customer stated that the reservoir was not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.